Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 9 mdrs filed for the same patient (reference 1825034-2016-03321 / 03322 / 03323 / 03324 / 03325 / 03326 / 03327 / 03330 and 1825034-2016-01224).

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately 7 years post-implantation due to alleged pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Op report states that the patient has thick lymphocytic infiltrated thick rubbery tissue. Also noted was metal-tinged fluid. There was a greater trochanteric bursa. Granulation type tissue found when the femoral head was removed which had eroded 50% of the iliopsoas attachment to the lesser trochanter and created a large pseudocyst. A large cyst was in the pubic ramus portion of the anterior column. Metal reaction caused necrosis to the patient bone. The acetabular cup and liner, and the femoral head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Medical products - biomet taperloc femoral stem catalog#: 103200 lot#: 460730.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Patient's legal counsel reported that the patient underwent a right hip revision approximately 7 years post-implantation due to alleged pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Op report states that the patient has thick lymphocytic infiltrated thick rubbery tissue. Also noted was metal-tinged fluid. There was a greater trochanteric bursa. Granulation type tissue found when the femoral head was removed which had eroded 50% of the iliopsoas attachment to the lesser trochanter and created a large pseudocyst. A large cyst was in the pubic ramus portion of the anterior column. Metal reaction caused necrosis to the patient bone. The acetabular cup and the femoral head were removed and replaced. An acetabular liner was also implanted.